Event description:
It was reported to philips that the battery is defective. There was no patient involvement. The field service engineer (fse) found the battery needs replacement. Upon conclusion of the evaluation, it was determined that the battery requires replacement. The customer has decided they will replace battery. No further actions at this time.